Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a calcified annulus, moderate paravalvular leak (pvl) was noted. A post balloon aortic valvuloplasty (bav) was performed with no change in pvl. A second transcatheter bioprosthetic valve was implanted valve in valve resulting in mild pvl. No further treatment was prescribed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.